Manufacturer narrative:
An examination of the device showed the upper jaw is free from the shaft. The jaw was not returned for evaluation. The actuator is broken where it interfaces with the upper jaw. A visual examination of the cutting edge confirmed it is dull. The condition of the cutting edge would require excessive force to be applied to cut properly. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an upper jaw device broke free from the device. The device broke while delicately cutting meniscus. The piece was retrieved from the knee joint with no complications. No patient injury or other complications were reported.